Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Uom was set to mmol/l when meter was received. The battery icon and booklet icon to appear on the display and give e4 errors. Log # 0300 and 0015 errors were observed in the error log indicating battery droop. Customers and retailers have been informed through the fa16may2006 letter.